Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 500 mg/dl. The customer lost the glucometer prior to the high blood glucose. The customer did not mention any form of treatment for their blood glucose levels. The customer declined troubleshooting the issue. The customer did not believe the high blood glucose was related with their insulin pump.